Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured upon first inflation when inflated at 10atm for 60 seconds. The device was able to remove from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.